Manufacturer narrative:
The resident physician at the facility over tightened the screw on the fixture, which damaged the lead. It was noted by the surgeon prior to the implant of the lead. A specific warning in the dfu exists for this device stating that overtightening of the screw may damage the lead.

Event description:
Fhc sales rep reported of a damaged dbs lead due to the over-tightening of the depth stop screw. There was no delay to the surgery since a backup lead was used. There was no pt impact as a result of the incident.